Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken terminal near the thermostat, resulting in a 1/4" burn hole in the fabric foundation of the unit. We also noted that over 50% of the other internal components of the unit had been bent and broken by misuse. We determined that this report was attributable to misuse of the unit on the part of the user.